Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted into the patient's eye on an unknown date. Low vault and anterior subcapsular cataract following 11 years of icl implantation was reported. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b1: adverse event added and product problem omitted for correction. B2: other serious or important medical events added for correction. H1: serious injury added and malfunction omitted for correction. H6: 2199- should be omitted for correction. Claim#(B)(4).